Manufacturer narrative:
The first target lesion was located in the proximal left anterior descending (lad). The lesion was classified as type b2 with calcification. Pre-procedure diameter stenosis was 90%. The lesion was pre-dilated with a 3.0 x10mm balloon at 6atm. A 3.0 x 18mm bx sonic stent was electively implanted at 14 atms. The stent was post-dilated with a 3.0 x 10mm balloon at 16 atm. Timi was iii pre and post procedure. The second target lesion was located in the mid circumflex. The lesion was classified as type c with calcification. Pre-procedure diameter stenosis was 90%. The lesion was pre-dilated with a 2.5 x 20mm balloon at 6 atm. A 2.75 x 18mm bx sonic stent was electively implanted at 12 atm. The stent was post-dilated with a 3.0 x 10mm balloon at 20 atm. A 3.0 x 18mm bx sonic stent was then electively implanted. The stent was post-dilated with a 3.0 x 10mm balloon at 20 atm. A third bx sonic stent (3.0 x 13mm) was also implanted. There was no dissection after postdilation. Timi was iii pre-and post procedure. Complications were reported during the procedure. A dissection in the mid circumflex was caused due to a guidewire complication, requiring all three stents to overlap. Guidewire used was a 0.014 pt choice. During hosp stay the pt had worsening of distal flow in the circumflex requiring additional implantation of a 2.5 x 13 bx sonic stent. The pt had a post procedure ami. Two weeks later the pt died. The site reported the following events: post procedure ami (guidewire related dissection), contrast nephropathy, severe renal failure, and cardiogenic shock. No autopsy was performed. The events were graded as unrelated to the implanted stents. This device is one of several products associated with this event. Please refer to MFR report #'s 9616099-2008-00298, 9616099-2008-00299, & 9616099-2008-00301. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.

Event description:
The male pt received several bx sonic stents. Complications were reported during the procedure. A dissection in the mid circumflex was caused due to a guidewire complication, requiring all three stents to overlap. Guidewire used was a 0.014 pt choice during hosp stay the pt had worsening of distal flow in the circumflex requiring additional implantation of a 2.5 x 13 bx sonic stent. The pt had a post procedure ami. Two weeks later the pt died. The site reported the following events: post procedure ami (guidewire related dissection), contrast neuropathy, severe renal failure, and cardiogenic shock. No autopsy was performed. The events were graded as unrelated to the implanted stents.